Event description:
Customer alleges the increased temperature in the cvor to 9o degrees f when taking the patient off bypass the monitor was displaying a warning message regarding overheating. In one instance the solar 9500 shut down and would not come back until it has cooled and rebooted.